Manufacturer narrative:
Concomitant medical products: product ID 7435, serial# (B)(4), product type: programmer, patient. Product ID 37746, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient wanted to meet with a manufacturer representative to check their implantable neurostimulator (ins) status to make sure it is working properly and to troubleshoot with the patient programmer. The patient went on vacation, went through the airport, and did not know if something may have happened to the ins. They wanted to check the ins status because they could not get anything to work. During troubleshooting it was discovered that the patient was using an old patient programmer that was only compatible with a previous ins and was not compatible with the current ins. There were no patient symptoms reported. The issues were reported to have occurred on (B)(6) 2015. The patient called back and stated that they found their patient programmer but it would not turn on. The batteries were changed out and the issue resolved. A 006 error code was seen. The batteries were removed and put back in twice and the 006 error code was cleared. The patient programmer was able to sync and showed that stimulation was turned off. Stimulation was turned on at 1.8v. The patient confirmed that they could feel the stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.